Manufacturer narrative:
Type of report - follow-up type of follow-up - additional information device evaluated - additional information; device returned to MFR - additional information evaluation codes - additional information the marathon catheter was returned for analysis. Onyx residue was found inside the catheter hub and tip. The catheter was found to be ruptured at approximately 18.5cm from the distal end. An unsuccessful attempt was made to flush the catheter as it was found to be occluded with onyx. No other anomalies were observed. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Based on the device analysis and the reported information the customer's report of catheter rupture was confirmed. The catheter appeared to have ruptured due to over-pressurization. Rupture of the catheter can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded resulting in pressures exceeding the limits of the catheter. In this event, user context may contribute to the reported issues as resistance was encountered during injection. Per the marathon instructions for use: ¿if flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿ same event as reported in MDR MFR 2029214-2016-00177 and 2029214-2016-00178.

Manufacturer narrative:
The device investigation is ongoing and the results will be sent upon completion. Same event as reported in MDR MFR 2029214-2016-00177 and 2029214-2016-00178.

Event description:
Medtronic received information that during embolization procedure of a cerebral arteriovenous malformation (cavm) located in the distal middle meningeal artery (mma), the marathon microcatheter burst approximately 10cm from the distal tip and onyx liquid started leaking during injection. The physician attempted retrieving the onyx by snare device but failed. For that reason, the procedure converted to open surgery, and those devices were removed from the patient. The onyx leaked in the right femoral artery and was removed by the physician. The vessel was moderately tortuous and moderate size in diameter. The physician did encounter friction during injection of onyx. There was no kink or damage to the catheter prior to use. The physician paused during injection for approximately 2 minutes using thumb pressure. The injection rate was per the instruction for use (IFU). The dead space of the catheter was filled with dmso. There was an unknown amount of onyx reflux. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.